Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a device failed a step during testing. The device was recalibrated to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no harm or injury reported.